Event description:
It was reported that the laser fiber was handed to a laser team member, who connected it to the laser generator. The other end of the fiber was then given to the surgeon. As the surgeon attempted to insert the laser fiber into the scope, it broke before it could be properly positioned. At this time, the laser was not active.

Manufacturer narrative:
G2 report source: corrected. The device is not available for analysis; therefore, no physical analysis of the product could be performed. The reported device performance allegation cannot be confirmed. Based on the information available the cause that contributed to the reported event cannot be established.

Event description:
It was reported that the laser fiber was handed to a laser team member, who connected it to the laser generator. The other end of the fiber was then given to the surgeon. As the surgeon attempted to insert the laser fiber into the scope, it broke before it could be properly positioned. At this time, the laser was not active.